Event description:
Information was received indicating that this smiths medical cadd legacy plus pump exhibited "no disposable clamp tubing" alarm with "no air bubbles in the line". No patient injury reported.